Event description:
Atrial lead dislodged, noted at postop the morning after implantation. Atrial lead repositioned 5 days after initial implantation, on (B)(6) 2024.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.